Event description:
It was reported the pt was not receiving effective stimulation. Lead diagnostics revealed invalid impedances on all of the pt's model 3244 lead contacts. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.